Event description:
As per customer: implant failed due to lack of primary stability. Aspiration (madical device) is noted as condition involved. The product was removed and it is available to returned. Three attempts were made by customer service to obtain more information, yet no information has been received.